Event description:
It was reported that a patient underwent a primary breast augmentation surgery with 685cc mentor memorygel xtra breast implants. Post-operatively, the patient experienced bilateral palpable breast masses, which were identified via magnetic resonance imaging. Imaging also indicated that the patient experienced a rupture of her right prosthesis. As a result, the patient is scheduled for bilateral removal surgery on (B)(6) 2024. This report is for the right implant.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made.  As such, the investigation will be closed.  If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803.  This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date.  This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report.  If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Date of explant: (B)(6) 2024. Reason for device explant and/or reoperation: breast mass, rupture. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 18, 2024, mentor received additional information. The patient experienced right breast asymmetry in addition to breast rippling. The patient's right prosthesis was replaced with a 685cc mentor memorygel xtra breast implant. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On june 26, 2024, mentor received the device for evaluation. On june 28, 2024, mentor completed a visual inspection and microscopic examination of the returned device. Device evaluation summary: visual analysis of the returned sample revealed that the breast implant was found to be ruptured, received in three (3) parts. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in an area of the tear on the anterior aspect, measuring approximately 0.1 cm. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. The cause of the rupture in the remaining area of the tear could not be identified. Asymmetry may be attributed to one or more of the following: contracture of the fibrous capsule, seroma or hematoma, development of postoperative breast dysplasia, unilateral discrepancy in muscle development, deflation of the implant, incorrect choice of implant shape or size, and surgical technique. Asymmetry is a known complication associated with these devices and is referenced in our current product insert data sheet. Wrinkling is reported to occur more frequently in patients with one or more of the following: thin-skinned patients, patients with little or no subcutaneous fat, subglandular rather than submuscular placement, an implant that is too large relative to the breast pocket size or frame of the patient, overlying tissue that is minimal or of poor quality, and/or when capsular contracture is present. Manufacturer¿s reference number: (B)(4).